Event description:
This is a report of a homechoice patient (hp) from (B)(6) who contacted baxter's technical service center regarding a low drain volume alarm and mentioned that he is getting over peritonitis that was not related to the drugs or the device. The hp stated that the peritonitis occurred because of touch contamination. The patient declined to provide further information. If additional information becomes available, a follow up report will be sent.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 575 mg/dl and 125 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.